Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken helium cable.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that a helium leak in the high pressure helium regulator. To fix this issue fse replaced the high pressure helium regulator. Completed repair with all functional and safety tests as per manufacturer  specifications. Unit returned to customer.

Event description:
N/a.